Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) iui conn issues.

Event description:
It was reported that the device received a calibration error and alarm even after passing the calibration. There was no patient involvement.

Event description:
It was reported that the device received a calibration error and alarm even after passing the calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device recalibrated. Replaced front cover, barre clamp, left/ right handles, ac cord wrap, left/ right iui connectors, front/ rear doors & rear case. Calibrated & pm. A review of the device history record showed the device had a manufacture date of 02/05/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to unit being recalibrated. Also maintenance issue of the front case - damaged/ cracked (upper left corner). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues.